Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The daughter called requesting assistance with programming the insulin pump. The caller stated that the customer accidentally changed the settings and delivered 100 units of insulin. The customer was hospitalized and then released. Advised the caller that the customer should go back on the insulin pump. No further information was provided.